Event description:
A healthcare worker experienced burning "like a bee sting" with whitening of the skin while removing items from a load after the cycle completed. No residue was noted on the packages. The worker rinsed the contact site under running water and went to the emergency room for an eval. The symptoms resolved in approx one hour. The vaporize plate was not in place and was found on the bottom of the chamber.